Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fdd (B)(4), fdr 825, 213, and fdc 71 applies to the ins 37612 activarc mvd (B)(4). Fdr 806, 114 applies to the 7482 dbs extensions (B)(4). Fdc 11 still applies to these device and will be changed following escalation of code. Fdr 431, 213, and fdc 71 applies to the adaptors 64001 1x4 mvmt pocket adaptor (B)(4). Fdm 10, 23, 26, 37, 38 applies to the system as all components were returned.: analysis of the ins 37612 activarc mvd (B)(4) found no anomalies. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. The ins failed the final functional test on the automated test console. {failed due to dirty ports. Ins was cleaned and retested. See an_ngt_initial_pli10.} a lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #0 electrode. Analysis of the adaptors 64001 1x4 mvmt pocket adaptor (B)(4) found no anomalies. Analysis of the 7482 dbs extensions (B)(4) confirmed the allegations. For (B)(4) it was found that the #1 and #2 were twisted in the molded rubber at the distal end of the extension. For (B)(4) it was found that the #1, # 2, and # 3 were twisted in the molded rubber at the distal end of the extension.: additional review indicates that information from manufacturer¿s report #3004209178-2017-10709 was already reported in this report. Any additional information regarding that event will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 37612, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: implantable neurostimulator. Product ID: 64001, serial# (B)(4), implanted: (B)(6) 2016, product type: adapter. Product ID: 7482, serial# (B)(4), product type: extension. Product ID: 7482, serial# (B)(4), product type: extension. Product ID: 64001, implanted: (B)(6) 2016, product type: adapter. Product ID: 3550-29, product type: accessory. Product ID: 3550-29, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was primarily/originally treated for dystonia. It was reported that an oor (out of regulation) message was displayed and impedances were about 1000 ohms. Device settings were not provided. The consumer had not yet visited the facility, no factors in particular were noted to have led or contributed to the event, and troubleshooting was noted as the consumer was going to visit the outpatient later and telemetry data was going to be checked. Additional information received from the representative reported that as the oor issue was not resolved, a surgical procedure was conducted to check fracture of the extension. Abnormal impedance / high impedance was confirmed at the lead side connection of both left and right sides. The extension and the pocket adapter implanted in both sides were replaced with a new adaptor, as well as the implantable neurostimulator (ins) on both sides to be on the safe side. The right side lead is planned to be replaced on (B)(6) 2017. No further patient complications were anticipated.

Manufacturer narrative:
Fdc 77 applies to the 7482 dbs extensions ((B)(4)) as the root cause was user error. If information is provided in the future, a supplemental report will be issued.